Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 75.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate and a catheter restriction alarm occurred on the pump. The condition of the iab as received indicated a kink in the iab and the membrane would not fully unwrap at the proximal and distal end on the pump. This restricted the gas passage and resulted in the catheter restriction alarm. The evaluation confirmed the reported problem. CAPA 948728 addresses the root cause of this failure mode. The CAPA states: according to procedure 03-769 rec cb, qc audit inspection ¿ straight through manufacturing sec 7.7.3, which is used to test production iabs, only inflation on pump, inflate deflate test & dynamic volume testing are required. The previous tests listed in 08-032, force to remove the retainers, pull from the retainer, and force to insert folded membrane through sheath are not required. Of note is the ¿force to insert folded membrane through sheath¿ test. When 08-032 is followed in its entirety, the force to insert the folded membrane through the sheath test will be performed. This test requires the iab to be inserted through a sheath, resulting in the mechanical manipulation of the membrane that would occur under normal iab use. As discussed in the engineering evaluation, this mechanical manipulation can influence the open on pump test. Testing performed following 03-769 did not require the use of a sheath and therefore the open on pump was influenced. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the tip of the iab would not open. The iab was replaced and therapy was provided. After removal, the iab was tested and inflated properly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cardiologist. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is significantly similar device sensation 34cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Event description:
N/a.